Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the system was generating a fault, with error 307 indicating that the robot was not connected to the system. A review of the logs was performed, which confirmed the issue. A hard power cycle was then performed; however, the issue remained. All blue fiber cables on the system were reseated, but the issue persisted. It was also observed that the console had not powered up with the rest of the system and was reported as not connected. Reseating of the fiber cable on the console was attempted; however, troubleshooting was paused at that time before it could be completed. Upon resuming troubleshooting, a hard power cycle was performed along with reseating of all optical cables. The console was then connected to port a, and the robot was moved to the bottom port on the vision tower. Following another hard power cycle, the system powered up successfully without errors. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the patient side cart (psc) common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. The ccc psc was returned for failure analysis, and the reported issue was confirmed and replicated. A review of the logs indicated that errors 31089 and 307 confirmed that the fault had occurred in the field. Upon visual inspection, no issue was found that would be related to the reported event. The unit was installed onto a known-good system; however, the system continued to fault with errors 31089, 170, and 307, as documented in the attached files. The firefly optic cable on ccc ff3 was replaced with a known-good cable following the aba procedure. After replacement, the ccc operated as expected. As a result of these findings, failure analysis was able to conclude that the root cause of the reported event was determined to be a faulty firefly optic cable (ff3) in the ccc psc.